Event description:
It was reported that prior to using bd vacutainer® c&s transfer straw kit, one kit arrived with an extra straw, which had an exposed needle. No patient impact reported. The following information was provided by the initial reporter: "customer reports that the kit came with an extra straw which had the needle exposed."

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes of separation and incorrect count with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separation and incorrect count. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® c&s transfer straw kit, one kit arrived with an extra straw, which had an exposed needle. No patient impact reported. The following information was provided by the initial reporter: "customer reports that the kit came with an extra straw which had the needle exposed."